Event description:
It was reported that during a hals partial nephrectomy procedure, the device ripped. Another like device was used and it also ripped. A third like device was used to complete the procedure. There was no patient consequences.